Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc evaluated the subject device and found that the reported phenomenon was duplicated and there was no abnormality on the exterior of the subject device. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image from the hd-sdi out 1 terminal of the subject device was not displayed at the time of delivery. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was possibility that the reported phenomenon was attributed to accidental failure of a substrate such as static electricity.